Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Weld broke on tibial inserter during impaction.

Manufacturer narrative:
An event regarding crack/fracture involving a baseplate impactor extractor was reported. The event was confirmed. Device evaluation and results: the baseplate impactor extractor showed the locking feature of the shuttle on the bottom of the device was fractured. Examination of the fractured surface was confirmed to be consistent with overload. Medical records received and evaluation: not performed as there is no indication the event is related to patient factors. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other events for the lot. Conclusions: the investigation concluded that the locking feature of the shuttle component within the device assembly fractured due to overload.

Event description:
Weld broke on tibial inserter during impaction.